Manufacturer narrative:
Alleged failure: cib (B)(6), asr, the unit was loosing signal out of no where , (B)(6)salesforce case number (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be mainboard failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of image during procedure.

Manufacturer narrative:
The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image during procedure.